Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16.4 mmol/l; cause was due to a battery charging issue that led to pump shutdown. Customer administered manual injection to address bg level. Customer reverted to manual injections for insulin therapy.